Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing low blood glucose level 2.6 mmol/l. It was unknown if insulin pump was on auto mode. Customer stated that sensor was not sticking to skin. Device will not returned for analysis.